Event description:
It was reported that the customer was hospitalized for a kidney/bladder infection. The customer's mother stated that the customer had high blood glucose levels of 418 mg/dl during the hospitalization. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.